Event description:
A caller reported an error with their continuous glucose monitoring (cgm) device, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions for a complete pump reset and walked the caller through the process. After resetting the pump, the cgm error did not reoccur, and the caller successfully started their sensor session.